Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Healthcare professional reported left side "increase in volume" and "had seroma and performed a puncture, leading to an improvement in the condition". Device was implanted prior to the recommended age. Healthcare professional later reported via MRI "edema" and "extra-capsular collection". Device remains implanted. Healthcare professional reported left side seroma, rupture, increase in volume, edema, and implanted prior to the recommended age.